Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this pacemaker system stored a signal artifact monitoring (sam) episode with a minute ventilation (mv) feature which revealed right atrial (ra) high out of range impedance measurement of greater than 2,000 ohms. Additionally, there was a lead safety switch (lss) and noise noted. No adverse patient effects were reported. This patient will be evaluated at clinic. This device remains in service.

Event description:
It was reported that this pacemaker system stored a signal artifact monitoring (sam) episode with a minute ventilation (mv) feature which revealed right atrial (ra) high out of range impedance measurement of greater than 2,000 ohms. Additionally, there was a lead safety switch (lss) and noise noted. No adverse patient effects were reported. This patient will be evaluated at clinic. This device remains in service.